Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The pump was also received with cracked casing at a display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a missing end cap sticker. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.